Manufacturer narrative:
A review of the approved device history records indicate the device met all release criteria. The device was not returned to the manufacturer; therefore a device evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that during an attempt to place a coil in the gastroduodenal artery, the coil disengaged and got stuck in the microcatheter. The coil and the microcatheter were removed together, and another microcatheter and coils were used for the procedure. There was no reported patient injury.